Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is significantly oversized femoral component, moderate to large joint effusion, osteopenia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface use with lps/lps-flex catalog # 00596203210, lot # 62045646. Nexgen stem extension catalog # 00598801215, lot # 62062434. Stemmed tibial component catalog # 00598003702, lot # 62016032. All poly patella catalog # 00597206532, lot # 62087180, palacos r + g (1x40) catalog # 66022663, lot # 74524299. Report source: (B)(6). Customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-01896, 0002648920-2021-00187.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to instability and fracture of poly insert. Attempt for further information has been made, but no further information has been provided.